Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73f1800788 investigation did not show issues related to the complaint.

Event description:
It was reported that on (B)(6) 2020, clip was found broken during use on the patient. No clip fell inside the patient.